Manufacturer narrative:
Insulin pump received with no button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or compromised forced senor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump received battery out limit alarms after changing the battery. The customer¿s blood glucose level was unknown. Customer reports the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. Customer reports they were able to clear the alarm. The customer was assisted in performing self-test and it passed. The device will be returned for analysis.